Event description:
The customer reported that tracking was inactive and that cables were not being recognized. This would make the system unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The tracker was replaced during the service call. The system was tested and found to be working as intended and put back into service.